Event description:
Customer had issue with discrepant calcium results over the past couple of days. The customer became aware of the issue when a doctor complained that calcium results were high for six patients. The customer pulled one patient sample to rerun, no other samples were retested. Initial result 11.1 mg/dl, repeat in 2009, gave 10.1 mg/dl. An amended report was sent. The customer could not provide any treatment information, because the doctor provided no patient information. If additional information is received, appropriate notification will be provided.